Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ss ext/1y/mp/std/20cm/pb leaked during use. The following information was provided by the initial reporter: drug leaked from the connection of the tube and the connector.

Manufacturer narrative:
H.6. Investigation: since the actual product was not returned, individual detailed investigation was not possible, but we received a report that the connection between the terminal smart site and the tube was found to be damaged. From similar proposals, this event is presumed to have caused damage to the tube due to excessive bending load applied while the one-touch clamp moved and climbed on the connection during use. In order to prevent the one-touch clamp from climbing over the connection, the specifications have been changed to include a coated tube as a one-touch clamp stopper on the connection starting from (B)(6) 2019. DHR could not be performed due to unknown lot#.

Event description:
It was reported that ss ext/1y/mp/std/20cm/pb leaked during use. The following information was provided by the initial reporter: drug leaked from the connection of the tube and the connector.